Manufacturer narrative:
Patient's weight was not provided. Approximate age of device - 4 years, 2 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. A system controller log fie submitted to the manufacturer's technical services for review confirmed low flow events recorded on (B)(6) 2018. Additional information received from the vad coordinator stated that the low flow events were related to an operating room (surgical) procedure. Additional information was requested but has not been received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed, low flow, and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 43 days of data, spanning from (B)(6) 2018 07:40 to (B)(6) 2018 11:16, which captured several low-speed events and 8 pump stops. Also noted in the log file, were numerous low flow alarms, captured on (B)(6) 2018, where the calculated flow was captured as 2.4 lpm. Pump power, flow, and pi ranged from 0.0-5.5 watts, 0.0-5.1 lpm, and 0.0-8.4, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Multiple requests for additional information were sent to the customer. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.